Event description:
It was reported that a malfunction alarm occurred and that the pump time was incorrect, cause was unknown. During troubleshooting with tandem technical support, the customer corrected the time and resumed insulin therapy. A replacement pump was sent to the customer to resolve the issue. There was no reported adverse impact to the customer's blood glucose level.

Manufacturer narrative:
The device is expected to be returned. However, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.